Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged socket could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
In speaking with olympus technical assistance support (tac) via phone, the customer called tac to report that she believed there was possible damage to the socket. The customer had four scopes that were all leaking from the same location and were all used on the same light source. Tac asked for a serial number, which was not available or provided. The customer stated that biomed would remove the light source tomorrow morning and send it in for repair. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.